Manufacturer narrative:
It was reported that the advancer tube was missing during the deployment; however, during the visual inspection of the returned device it was revealed that the advancer tube was on the catheter and properly engaged to the proximal tamp lock. Based on the provided information, and the condition of the returned device, the returned device might have been manipulated post procedure. The sealant was observed near the balloon's proximal tip and exposed to blood. The shuttle was engaged to the handle. The catheter, shuttle cartridge, advancer tube and tamp locks were inspected for anomalies. No anomalies were observed. Based on the provided information and the investigation performed, the reported event might have been caused by an incomplete engagement of the advancer tube during the procedure; however, the root cause of the event could not be conclusively determined. The review of the lhr (B)(4) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the device was missing the part that pushes the sealant down. Manual pressure was applied for 10-15 minutes. The patient was not hospitalized. Procedure type: intervention sheath size: 5f.